Manufacturer narrative:
(B) (4): the implant was not returned to the MFR for evaluation. We are unable to determined the cause of the event.

Event description:
It was reported that the pt underwent a procedure at l5 using facet screws. The screw was inserted without any complications at left l5. However, the guide wire broke at right side. The broken piece was removed. "The surgeon commented that during the procedure, he waved the wire too laterally in an attempt to correct the fractured site." No pt complications were reported.